Event description:
The customer alleged that while the ventilator was operating on a pt, the pt rolled onto his/her pt circuit and created a high pressure alarm condition. The visual alarm indicator was lit, yet no expected audio alarm was heard. The pt was bagged and the ventilator was changed out. No "dorsi" was verified. The mallinckrodt customer support engineer (cse) inspected the device, verified the reported problem and replaced the interface pcb to correct the reported problem. The audio alarm assembly and front panel display pcb were replaced as a troubleshooting precautionary measure. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.